Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 6.8 cm diameter abdominal aortic aneurysm. The proximal neck was 27 mm in diameter and 15 mm in length. The left common iliac artery was 17 mm in diameter and the right common iliac artery was 18 mm in diameter. The right femoral iliac artery measured 10 mm in diameter and the left femoral iliac artery measured 11 mm in diameter. It was reported that an MRI observed an unknown type endoleak. No intervention has been performed. No clinical sequelae were reported and the patient is being monitored.

Event description:
Review of cta's 7-months post-implant revealed that the endurant bifurcate was currently positioned just below the level of the renal arteries. The proximal stent graft od measured approximately 33mm. The ipsi limb and extension were positioned down into the left common iliac, just proximal to the iliac bifurcation. The distal left stent graft od was 16mm. The contra limb and extension were seen placed just within the right common iliac artery; the right iliac artery bifurcation was approximately 3.5cm distal to the end of the right limb. The distal right stent graft od was 25mm. The maximum aaa diameter measured 5cm; no endoleak was observed. Thrombus was seen within the majority of the bifurcate aortic body. Both stent graft limbs were patent and free of thrombus, and the vessels distal to the stent graft limbs were patent. The iliac arteries were non-tortuous, but contained moderate calcification. Review of MRI's from 15 months post-implant revealed that the stent graft was in the approximate same relative in-vivo configuration as compared to the previous study. Lack of MRI film resolution could not easily discern the stent graft vs. The vessels, and measurements were approximate. The proximal stent graft flow lumen diameter near the level of the renals was 25mm. The maximum aaa diameter was 5.4cm. There was a possible distal type I endoleak from the right/contra limb, likely due to lack of sealing length within the right common iliac artery. The stent graft was patent. No obvious stent graft issues were observed. Review of MRI's from 28 months post-implant was performed. Lack of MRI film resolution could not easily discern the stent graft vs. The vessels, and measurements were approximate. The proximal stent graft flow lumen diameter near the level of the renals was 26mm the maximum aaa diameter was 6cm. There is contrast seen outside the stent graft within the distal sac from probable distal type I endoleak from the right/contra limb. The stent graft was patent. No obvious stent graft issues were observed. The cause of the reported unknown type endoleak could not be confirmed. The endoleak appeared most likely to be a distal type I coming from the right/contra limb. Films immediately post-implant were not available for review, and recent cta's were also not available. Films from 7-months showed that there was minimal sealing of the right/contra limb within the right common iliac artery, and later films (MRI's) showed a likely distal type I endoleak. An inadequate distal seal due to lack of distal sealing length may have led to the possible distal type. The exact cause is unknown; may be due to disease progression. The cause of the thrombus seen within the bifurcate aortic body is also unknown.

Event description:
Additional information received reported that the previously reported unknown endoleak observed was actually a distal type I endoleak coming from the 24x24x80.